Event description:
As reported in an adroit guiding catheters survey, the respondent (respondent 1) indicated dissection, stating "trauma". The device is not available for evaluation.

Manufacturer narrative:
Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, and h6 as reported in an adroit guiding catheters survey, the respondent (respondent 1) indicated dissection, stating "trauma". The product was not returned for analysis and a product history record (phr) review could not be performed because the lot number for this product is unknown. Without the return of the device or images for analysis, the reported customer event ¿dissection¿ could not be confirmed. Vessel trauma is a well-known and extensively documented potential complication of a percutaneous angiography procedures. The physical manipulation while attempting to cannulate the vessel with the guiding catheter can disrupt the vessel plaque and intima, resulting in trauma to the vessel. Patient factors such as an anomalous takeoff of the vessel ostium can contribute to difficulty cannulating the vessel resulting in trauma or dissection. According to the instructions for use (IFU), inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Extreme care must be taken to avoid damage to the vasculature through which the guiding catheter passes. Possible complications include but are not limited to the following: air embolism, hematoma at the puncture site, infection, perforation of the heart vessel damage, dissection or perforation, vasospasm, ischemia, hemorrhage, arrhythmia, reaction to contrast media, death. With the limited information available and due to the nature of the complaint the event could not be further clarified. Based on the information available there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.